Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device reportedly flipped over in the pocket. An invasive revision procedure was performed and the device was implanted subpectorally. Twiddler's syndrome was suspected. No adverse patient effects were reported during the procedure.